Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. The stent of the device was detached from the delivery system and was not received for analysis. However, there was no indication that this issue formed part of the complaint incident. The profile of the balloon cone and wings were reviewed and no issues were noted with their profile that could have contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Crimp marks were visible on the balloon material indicating the device was crimped in the correct location during manufacturing. The bi-component bond was broken and it was noted that 0.2mm of distal inner remained on the proximal inner indicating the device was bonded during manufacturing. The shaft polymer extrusion was severely stretched across its length. In the region of the proximal break site the shaft polymer extrusion was ruptured longitudinally. The tear was 16mm in length and extended proximally along the balloon material from the position of the bi-component break. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment and balloon rupture occurred. A 16x2.75mm promus premier¿ stent was advanced to the target lesion. Inflation was attempted, however the balloon would not inflate. It was noted that there was a separation of the balloon material from the shaft. The device was removed from the body, inflated on the back table, and it was noted that the balloon had ruptured midpoint of the catheter shaft. No patient complications were reported.

Event description:
It was reported that balloon detachment and balloon rupture occurred. A 16x2.75mm promus premier¿ stent was advanced to the target lesion. Inflation was attempted, however the balloon would not inflate. It was noted that there was a separation of the balloon material from the shaft. The device was removed from the body, inflated on the back table, and it was noted that the balloon had ruptured midpoint of the catheter shaft. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Event date: (B)(6) 2014. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).